Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump date was incorrect. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer continued to use the pump for insulin therapy.